Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
It was reported to philips that the device had a low leak oxygen rebreathing risk. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The customer was advised to perform performance verification testing (pvt). Also advised to replace flow sensor if out of specifications. Parts where ordered, and there were no other concerns for the customer. The alleged malfunction was confirmed, and it was determined that the flow sensor needs to be replaced. When or if the part is returned, the case will be re-opened, and investigation will be conducted at the component level.